Event description:
It was reported that the patient underwent a cholecystectomy. The patient was admitted again to a different hospital and was re-operated on. It was discovered that there was bile fugue (leak) through the cystic duct and loose clips in the abdominal cavity. Additional information was received from the affiliate: the rationale given was that the cause of this was a clip failure. They reviewed the intervention film and they saw that the clips were correctly located and without any evident problems. At this time there is no information on the lot/s used in the procedures. The initial reporter confirmed that the alleged devices were discarded after surgery as they didn¿t notice any problem and they were not able to identify the lot numbers of the devices that may have been involved in the incidents. It was confirmed that the hospital does not reuse single-use devices and that they do not use similar products from the competitors.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.